Event description:
The user facility reported a 71-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. Due to patient's anatomy, the physician was unable to advance the impella's repositioning sheath during an attempted delivery of the pump. The decision was made to remove the pump. Additionally, bleeding from the access site could not be controlled, therefore, a balloon tamponade was required after device removal.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident / stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the major access site bleeding has been completed since the original report was filed. Per the clinical information provided, the root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical information provided.